Manufacturer narrative:
(B)(4) evaluation summary: based on the analysis finding of pear shaped clips, this event is reportable as a malfunction. The instrument was received in good visual condition. The instrument was cycled and fired 11 pear shaped clips due to slow feed due to the viscous silicone. The silicone utilized to seal the instrument had become viscous thus slowing the feeding mechanism. In (B)(6) 2000, a new sealant process was implemented for this device, which reduces the effect of slow clip feeding caused by the viscous sealant. The instrument returned for this complaint was manufactured before the implementation of the new sealant process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the handle broke when loading a clip. Another device was opened and it took a long time to load the next clip. There was no patient consequence.